Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer also reported ketones and vomiting. The customer stated that she had been getting no delivery alarms prior to the event, and feels that it might be due to the scar tissue build up at her insertion sites. Advised the customer that samples of different infusion sets would be sent for her to try. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.